Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 25 mg/dl at the time of the incident. The customer had other low incidents that required paramedic assistance. The customer used food and glucose tablets to treat. The customer experienced symptoms such as a seizure. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed and the customer requested assistance with their meter. Customer inquired about the recalled infusion sets. The insulin pump will not be returned for analysis.